Event description:
MFR received a report from an atty alleging that while using the lift, the pt slid out of the sling and fractured his left femur. It was stated that the sling was an inappropriate size for the end user.